Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Received for analysis was a catheter. A visual examination of the returned device identified that the stent was detached from the balloon and was not received for analysis. An examination of the balloon identified crimp markings indicating that full crimp contact was achieved between the crimped stent and balloon during manufacturing. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 31-aug-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified left anterior descending (lad) artery. A 2.25x20mm promus premier&#10244;rug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.